Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a rupture in the cylinder. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The components were visually and microscopically examined, and leak tested; the pump was also functionally tested. Visual and microscopic examination of one cylinder revealed wear at multiple folds along the length of the cylinder, as well as the outer sleeve and fabric was found to be broken and detached; this cylinder did not pass leak testing as a leak was found from wear at the middle. Regarding the other cylinder, it was noted that only the proximal end of the cylinder was returned, and therefore, the leak testing was not performed. In relation to the pump, it was observed that the kink resistant tubing was microscopically inspected and were worn to the filament; the pump passed the leak testing but it did not pass the activation tests. Lastly, the reservoir was noted to have wear from many folds at the shell, and it passed the leak testing. Based on the information available and analysis results, the leak observed in one cylinder from wear, as well as the activation problems from the pump could have caused or contributed to the device not performing as intended, and thus confirming the reported clinical observation of cylinder hole/perforated.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a rupture in the cylinder. The ipp was explanted and replaced. There were no patient complications reported.